Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected to be used to treat the target lesion. During dilation, it was noted that the balloon ruptured at 8 atm. The procedure was completed with a different device. No patient complications reported.